Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the trigger was sticking intermittently. The service techcnican found that the foward trigger was stuck and the handpiece ran in oscillate wile pressing the reverse trigger at the manufacturer facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was duplicated. The technician identified that the safety bar was interfering with the trigger. Information was inadvertently put on initial submission.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the trigger was sticking intermittently. The service technician found that the forward trigger was stuck and the handpiece ran in oscillate wile pressing the reverse trigger at the manufacturer facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.